Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.3x6.1 and 5.8x6.1 cm abdominal aortic aneurysm. The aortic neck was angled at 70 degrees with distal ulceration at about 3.5 ¿ 4 cm distally. The neck was 3.4 cm in length and it was 29, 28.6, 28 and 27 mm from proximal to distal. It was reported that post angio showed either a proximal type I or type ii endoleak. The physician thought the endoleak may be a type ii and if it was did not want to treat further at that time. The physician wanted the follow up CT to confirm the type of endoleak. A follow-up CT approximately 10 weeks post-implant confirmed a proximal type I endoleak. The patient will be monitored. No clinical sequelae were reported.

Event description:
Additional information was received as follow: upon further follow-up at three months post implant no intervention had been performed and the patient was being monitored. The patient was brought back a week later and another manufacturer¿s stent was placed after an endurant cuff was implanted. The endoleak improved but did not completely resolve and a small endoleak remained at the end. No further intervention was performed or planned. The patient is fine. Ctas from 2-months post-implant revealed that the bifurcate was placed within the 90 deg angulated neck. There is a proximal type I endoleak likely due to the neck angulation with lack of stent graft apposition and minimal seal length. The right (ipsilateral) limb is severely angulated 90 deg laterally at the origin of the right common iliac. No occlusion is seen. The likely cause of the type ia endoleak is anatomy; implanting within a highly angulated proximal neck.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (stent graft was implanted in a patient with an aortic neck angulation that is greater than 60 degrees).